Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309605 batch#: 4061598 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached did we file a complaint with bd for lot 4061598 10 ml syringes ¿ particles in syringes? We had 3 batches in a row with that lot before we switched out. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None at this time. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Two dates: 11-sep-2024, 13-sep-2024 3. Can you please provide the all 3 lot number associated with reported issue? This was a single lot, with multiple syringes found with particles. The first use was a single syringe, and the second use was 3 syringes. 4. Total number of occurrences? Two 5. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The person who would know is out of the office today. She returns tomorrow and we will reply again. 6. If possible, could you please provide picture samples for investigation? Two examples attached. 7. Whether particles found in the fluid path? Found in the barrel and underneath the plunger seal. Additional info: we do have units but they do have product in them. Is that an issue?

Event description:
No additional information.

Manufacturer narrative:
Four samples and two photos were provided to our quality team for investigation. Four samples were received. However, due to the contaminated condition of the samples, photos have been taken and evaluated. The first photo shows loose syringe filled with an unknown white fluid, but no foreign matter can be confirmed from the photo. The second photo depicts a section of a loose syringe filled with an unknown transparent liquid with unknown foreign material in the fluid path, specifically on the stopper. The condition observed is non-conforming per product specification; however, an unused physical sample would be ideal for identifying the type of foreign matter present in the sample provided. The potential root cause for foreign matter in the fluid path is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4061598. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.